Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download found unexpected power "rttloss" was observed within the investigation window (incident date (B)(6) 2017). Performed global receiver test: passed all relevant testing. Case opened for battery and interior inspection: passed. The complaint was confirmed for receiver ceases to function due to unexpected power, "rttloss" was observed in log within the investigation window. The reported event that the receiver ceased to function was confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.